Manufacturer narrative:
(B)(4).the device was not returned to the manufacturer for physical evaluation. The entire lot has been sold and distributed. Batch record for the lot identified was reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's caregiver reported finding fluid inside the cassette door. The set was not made available for evaluation. Follow-up with the patient's nurse indicated the patient continued continuous cycler-assisted peritoneal dialysis without further issue. The patient was feeling well and had not reported any serious injuries as a result of the incident.